Event description:
It was reported that during a procedure, while performing ablation at the lipv using the farawave catheter, error code 322 appeared on the farastar touchscreen after pressing the deliver button; despite repeating the prepare > confirm > deliver workflow and following troubleshooting steps, the error persisted, and after restarting the farastar generator, error code 201 was displayed during the startup self-test. As a result, the procedure had to be cancelled and could not be continued. No further information was provided. There is not any indication if the device will be returned.

Manufacturer narrative:
Full common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation.